Event description:
It was reported to medtronic minimed that the customer experienced pump error 63, drive/motor anomaly. The customer reported no adverse event. The event involved product(s) mmt-1885. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement . No harm requiring medical intervention was reported. Product return status for mmt-1885 is unknown.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. Rewind functioned properly during testing. The trace and history files were successfully downloaded using thump. A review of the pump history file reveals the pump experienced a total of two (2) pump error 63 (line number 147, file number 2017, variableinfo = 15) alarms due to a problem with the twi interface or with ad5161 chip, (listed below): (B)(6) 2024 21:06:21 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. (B)(6) 2024 09:22:46 hardwareerroralarm (63) linenumber: 147 filenumber: 2017 variableinfo: 15. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked battery tube threads, stained and faded serial number label, faded end cap address label, and pillowing keypad overlay. Pump error 63 alarms are confirmed, fault isolated to the hardware. Drive/motor (rewind) anomaly complaint is not confirmed. Rewind functioned properly and no unexpected motor related anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.